Event description:
Revision approximately 1 month post operatively due to infection. The case was normal, nothing was noted prior, during or post surgery that would result in infection. Surgeon performed incision and drainage along with revision of the tibial insert due to infection.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned to MFR for eval.